Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction after 2 days of wearing the adc freestyle libre sensor. On (B)(6) 2018, the customer experienced symptoms described as skin rash which has "type of burns", itching, redness and purulent flow since 2 days. Customer further reported that on (B)(6) 2018, his doctor applied fucidine 2% (fusidic acid) antibiotic cream on the localized eruption to the sensor. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an allergic reaction after 2 days of wearing the adc freestyle libre sensor. On (B)(6) 2018, the customer experienced symptoms described as skin rash which has "type of burns", itching, redness and purulent flow since 2 days. Customer further reported that on (B)(6) 2018, his doctor applied fucidine 2% (fusidic acid) antibiotic cream on the localized eruption to the sensor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported serial number was deemed invalid. Dhrs (device history review) for all libre sensors and libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and libre sensors, there were no confirmed complaints within the trend data in this review. Therefore, there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.